Event description:
It was reported that the patient received anti-tachycardia pacing (atp) due to t-wave oversensing (twos) on several fast ventricular tachycardia episodes. It was also noted that the r-wave sensing had been relatively low for a long time. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).